Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue: the battery life is less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on (B)(6) 2014, the reporter called animas back and stated that the original pump was now working well, as they had purchased new a pack of batteries. The reporter is returning the replacement pump unopened.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. No evidence of moisture contamination was found in the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.